Event description:
The facility returned the device for service. During service testing, baxter service techincian reviewed the event history and reported the failure code 703. Hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.